Event description:
It was reported that the patient presented a damaged/torn bend relief of the white power cable of their primary controller. The clinical switched to the backup controller and provided a new controller to the patient from the internal stock. There was an exchange without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller having a damaged white bend relief was confirmed. The returned system controller (serial number (B)(6)) was observed to have a damaged white bend relief (connector side) upon arrival. The controller was functionally tested and was found to perform as intended despite the observed damage. A log file was extracted from the controller during testing, and no atypical events were observed. The root cause of the damage to the system controller was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.